Manufacturer narrative:
(B)(4).

Event description:
The patient went in excess of 10 surgeries. The patient was injured and has suffered certain permanent and personal injuries including mental and physical pain and suffering, diminished mental capacity, and permanent impairment to his whole body. Surgery to correct the mesh in (B)(6) 2015 was ineffective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical and inguinal hernia repairs. It was reported that after implant, the patient experienced left testicular pain, hypertension, left groin pain, hernia recurrence, cord lipoma, testicle pain and testicles turning black, sepsis, cellulitis, rash, bilateral acute epididymitis, contact dermatitis due to chloraprep, swelling of testicles and penis, episodes of involuntary erection with spontaneous ejaculation causing severe testicular and penile pain, orchialgia, constant squeezing sensation, left testicle atrophic, issues with starting and stopping urination, and medical thigh pain. The patient went in excess of 10 surgeries. The patient was injured and has suffered certain permanent and personal injuries including mental and physical pain and suffering, diminished mental capacity, and permanent impairment to his whole body. Surgery to correct the mesh in february 2015 was ineffective.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical and inguinal hernia repairs. It was reported that after the implant, the patient experienced left testicular pain, hypertension, left groin pain, hernia recurrence, cord lipoma, testicle pain and testicles turning black, sepsis, cellulitis, rash, bilateral acute epididymitis, contact dermatitis due to chloraprep, swelling of testicles and penis, episodes of involuntary erection with spontaneous ejaculation causing severe testicular and penile pain, orchialgia, constant squeezing sensation, left testicle atrophic, issues with starting and stopping urination, mental/physical pain, suffering, diminished mental capacity, permanent impairment to his whole body, calcification of mesh, fibroadipose tissue with foreign body giant cells/granulomatous inflammation, palpable lump, left epididymal tail, atrophic seminiferous tubules with sertoli cells, spermatic cord with giant cell reaction, fibrosis, hemorrhage/hematoma, scarring, nerve pain, weakness, muscle cramps, and medical thigh pain. Post-operative patient treatment included revision surgeries, surgery to correct the mesh, nerve injections, removal of mesh, hernia repair, cord lipoma excised, antibiotics, medication, and admission to hospital.

Manufacturer narrative:
Additional information: b7, d8, d9, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 (added patient and imf codes) ime 2402: involuntary erection/spontaneous ejaculation, testicle atrophic, blister, fibroadipose tissue, palpable lump, epididymal tail, atrophic seminiferous tubules, sertoli cells, cord lipoma, testicles turning black, epididymitis, dermatitis, squeezing sensation, giant cell reaction, diffuse scrotal wall thickening, left leg giving out, popping sensation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical and inguinal hernia repairs. It was reported that after the implant, the patient experienced left testicular pain, hypertension, left groin pain, hernia recurrence, cord lipoma, testicle pain and testicles turning black, sepsis, cellulitis, rash, bilateral acute epididymitis, contact dermatitis due to chloraprep, swelling of testicles and penis, episodes of involuntary erection with spontaneous ejaculation causing severe testicular and penile pain, orchialgia, constant squeezing sensation, left testicle atrophic, issues with starting and stopping urination, mental/physical pain, suffering, diminished mental capacity, permanent impairment to his whole body, calcification of mesh, fibroadipose tissue with foreign body giant cells/granulomatous inflammation, palpable lump, left epididymal tail, atrophic seminiferous tubules with sertoli cells, spermatic cord with giant cell reaction, fibrosis, hemorrhage/hematoma, scarring, nerve pain, weakness, muscle cramps, neuralgia, tenderness, blistering, diffuse scrotal wall thickening, edema, adhesions, scar tissue, abdominal pain, left leg giving out, burning sensation, popping sensation, and medical thigh pain. Post-operative patient treatment included revision surgeries, surgery to correct the mesh, nerve injections, removal of mesh, hernia repair, cord lipoma excised, antibiotics, medication, division of ilioinguinal nerve, left inguinal hernia repair, CT scan, physical/aquatic therapy, and admission to hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ime 2402: involuntary erection/spontaneous ejaculation, testicle atrophic, blister, fibroadipose tissue, palpable lump, epididymal tail, atrophic seminiferous tubules, sertoli cells, cord lipoma, testicles turning black, epididymitis, dermatitis, squeezing sensation, giant cell reaction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical and inguinal hernia repairs. It was reported that after the implant, the patient experienced left testicular pain, hypertension, left groin pain, hernia recurrence, cord lipoma, testicle pain and testicles turning black, sepsis, cellulitis, rash, bilateral acute epididymitis, contact dermatitis due to chloraprep, swelling of testicles and penis, episodes of involuntary erection with spontaneous ejaculation causing severe testicular and penile pain, orchialgia, constant squeezing sensation, left testicle atrophic, issues with starting and stopping urination, mental/physical pain, suffering, diminished mental capacity, permanent impairment to his whole body, calcification of mesh, fibroadipose tissue with foreign body giant cells/granulomatous inflammation, palpable lump, left epididymal tail, atrophic seminiferous tubules with sertoli cells, spermatic cord with giant cell reaction, fibrosis, hemorrhage/hematoma, scarring, nerve pain, weakness, muscle cramps, neuralgia, tenderness, blistering, and medical thigh pain. Post-operative patient treatment included revision surgeries, surgery to correct the mesh, nerve injections, removal of mesh, hernia repair, cord lipoma excised, an tibiotics, medication, division of ilioinguinal nerve, left inguinal hernia repair, and admission to hospital.